Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely front panel all leds (light emitting diode) are blinking due to dust inside the scope socket sensor, and the displayed error message and non-functional high function mode is due to faulty deformed scope socket. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited blinking leds (light emitting diode) on the front panel, displayed scope communication error b30 and high function was not working. There was no patient involvement.